Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the scope connector cover. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: due to wear of scope cover packing, water tightness had lost, due to damage on forceps elevator, forceps elevator knob rotates concurrently, air/water cylinder and suction cylinder had no color, forceps channel port and plug unit had a scratch, scope connector case unit had a stain, plug unit, cable unit, micro connector unit in suction connector and circuit board unit in suction connector had corrosion due to water leakage, due to burn on plastic distal end cover/probe cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, light guide lens had a crack, bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had a scope communication error. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube, or auxiliary jet channel, had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.